Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier d6a: implant date..

Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered and exhibited noise, oversensing and pacing inhibition of less than two seconds. Troubleshooting options and further evaluation of the system was discussed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered and exhibited noise, oversensing and pacing inhibition of less than two seconds. Troubleshooting options and further evaluation of the system was discussed. This lead remains in service. No further adverse patient effects were reported.